Event description:
The customer alleged they received questionable free thyroxine (ft4) and thyrotropin (tsh) results for one patient on their e602 analyzer. The customer stated the patient had been testing high for ft4 (40-50 pmol/l) over time with normal tsh results. The patient's initial ft4 result was 72 pmol/l and initial tsh result was <0.02 miu/l. The patient's sample was sent to another laboratory and tested on an auto delphia assay. The patient's repeat ft4 result was 22.8 pmol/l and repeat tsh result was 0.03 miu/l. It was unknown if any results were reported outside the laboratory. It was unknown if the patient was adversely affected by this event. The ft4 and tsh reagent lot numbers and expiration dates were not provided. Clarification has been requested for the unknown information.

Manufacturer narrative:
The customer provided additional information. The date of the event was (B)(6) 2012. On (B)(6) 2012, the patient's initial ft4 result was 57 pmol/l. The repeat result from an auto delphia analyzer was 20.9 pmol/l. The repeat result from an abbott architect was 19 pmol/l. On (B)(6) 2012, the patient's initial ft3 result was 9.1 pmol/l. The repeat result from an auto delphia analyzer was 11.4 pmol/l. The repeat result from an abbott architect was 8.5 pmol/l. On (B)(6) 2012, the patient's initial tsh result was <0.02 miu/l. The repeat result from an auto delphia analyzer was ,0.03 miu/l.. The repeat result from an abbott architect was <0.01 miu/l. The patient was not adversely affected. The ft4 reagent lot number was 169440 and the expiration date was 09/2013. The patient's sample was tested for gammopathy, and an impact on the ft4 results could be excluded. An aliquot of the sample was sent to an external laboratory for testing on a siemen's centaur. The ft3 and ft4 results were above the normal range, and the tsh results were within the normal range. All the results obtained with the elecsys reagents support the diagnosis of grave's disease. An issue with the ft4 reagent can be excluded.

Manufacturer narrative:
The customer returned a sample for investigation. The ft4 results obtained by the customer could be reproduced and no interfering factor was identified to the ruthenium label. Anti-tg was tested and no interference was identified for streptavidin.

Manufacturer narrative:
This event occured in (B)(6).